Manufacturer narrative:
The field service representative (fsr) inspected the instrument, performed extensive troubleshooting, and replaced multiple parts. No discrepant results were reported after the service activity was completed. A definitive cause of the discrepant result was not identified. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues contributing to the issue described in this complaint. The 12-month similar complaint search did not identify an adverse trend related to the current complaint. The alinity ci-series operations manual addresses operational precautions and limitations and provides probable causes and corrective actions for the troubleshooting of depressed concentration and erratic results. The alinity ict sample diluent package insert adequately address acceptable samples and sample handling to ensure consistency in the results. A review of the alinity c/clinical chemistry product monitoring revealed no systemic issues or adverse trends associated with the discrepant results described in this complaint. No product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A followup report will be provided when the evaluation is complete. An evaluation is in process.

Event description:
The account generated false depressed sodium of 104.7 mmol/l on (B)(6) 2020 with sid (B)(6) when processing on the alinity c processing module. The sample repeated 137.35 mmol/l. The account uses a sodium normal range of 133 to 146 mmol/l. No impact to patient management was reported. Race and ethnicity was not provided.